Manufacturer narrative:
(B)(4). Technical support advised the customer the reported problem could be the related to the small white ribbon cable connecting the inspiratory flow sensor to the transducer/ communication/alarm printed circuit board. Otherwise it is the gas delivery engine that may need replacement. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the avea ventilator has circuit occlusions and other issues with flow delivery. The customer reported that there was no patient involvement associated with the reported event.